Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported, rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure: particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.